Manufacturer narrative:
Complaint conclusion}as reported, during an inferior vena cava (ivc) filter removal, a 10 fr. Brite tip sheath was inserted and strong resistance was felt. Therefore, the sheath was removed from the patient and was found frayed at the distal tip. The physician stopped using the product, and used a new brite tip sheath to successfully finish the procedure. There was no reported patient injury. The approach was made from the femoral vein. Additional information received indicated that there was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. The product was not returned for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The product instructions for use (IFU) states that the vessel dilator facilitates the percutaneous entry of the csi by forming an atraumatic transition from the skin through the subcutaneous tissue to the vessel. The IFU cautions the user to not use the device if the package is opened or damaged. The IFU further cautions the user to investigate the cause of any resistance during insertion before continuing with the procedure. If the cause of the resistance cannot be determined and corrected, the user is instructed discontinue the procedure. Lastly, the user is instructed not withdraw the dilator until the csi is in the vessel to avoid damage to the csi tip. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
As reported, during an inferior vena cava (ivc) filter removal when the 10 fr. 11 cm. Si brite tip sheath was inserted there was strong resistance felt. So the sheath was removed from the patient and it was found that the distal tip was frayed. Therefore, the physician stopped using the product, and used a new brite tip sheath. The procedure was finished successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The approach was made from the femoral vein. Additional information has been requested.

Manufacturer narrative:
Additional information received indicated that there was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
(B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.